Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On november 17, 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient claimed that the alleged issue began on (B)(6) 2023, at 7:45 pm. The patient obtained a blood glucose reading of ¿181 mg/dl¿ on the subject meter compared to a reading of ¿40 mg/dl¿ on a dexcom meter, immediately after. The patient manages her diabetes with a combination of medication (lantus ¿ twice a day, morning 45 mg and evening 25 mg, trulicity once a week 3 mg, lispro - before every meal 1 unit) and stated that in response to the alleged issue she increased her dose of insulin with an unspecified dose. After the patient increased her insulin, she started feeling ¿dizzy, shaking, lightheaded and sweaty¿. The patient self-treated with orange juice at 8 pm. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.